Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the wireless transceiver's power supply and adjusting the antenna output voltages. System was calibrated and safety tested to factory's specifications.